Manufacturer narrative:
Stryker evaluated the customer's device and verified the unexpected shut down in the device's memory; however, the reported issue could not be duplicated in testing. It was observed that an expired battery was used. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down after pushing the shock button. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.